Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative replaced the footswitch cable (which belongs to the system) and the footswitch as a preventive measure. The system was tested and found to meet product specifications. The system was manufactured on september 18, 2012. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on february 18, 2013. Based on qa assessment, both the product met specifications at the time of release. The cable was received for evaluation. A visual assessment of the returned sample did not reveal any nonconformity. The footswitch cable was connected to a calibrated system for functional testing. The footswitch was found to meet specifications. Additionally, the wires through the cable were all found to be continuous upon testing. The system and returned products were both found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported there was poor response from the footswitch during a case. The case was completed utilizing the touchscreen. There was no impact to the patient.